Event description:
It was reported that this right atrial (ra) lead was capped due to unknown reasons. The date when the lead was capped is suspected to be on (B)(6) 2019 , this lead was reconected to a pacemaker on (B)(6) 2019 after the patient underwent a radiation therapy. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)